Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm while sleeping. The customer's blood glucose (bg) level was 417 mg/dl and a bolus of insulin was delivered to address the bg level. As the customer thought that a crimped tube was the cause of the occlusion, the customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.